Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that the devices broke. No information was reported as to when or where the incident occurred.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned torque wrench was examined upon receipt and the hex tip was confirmed to be broken. Under magnification it could be seen that the break occurred at the interface between the hex tip and the inner shaft of the wrench. Functional inspection: could not be performed due to breakage of hex tip. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the returned sample was visually examined and breakage of the hex tip was confirmed. The location of the break is centralized near the junction of the hex tip base and the inner cylinder. A previous investigation was performed for a similar complaint in which the sample was sent for external testing. This testing concluded that the breakage was due to semi-fragile sudden rupture process initiated by an important notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing. The cause of this type of breakage is currently being investigated in a CAPA project.

Event description:
It was reported that the devices broke. No information was reported as to when or where the incident occurred.